Manufacturer narrative:
(B)(4). A customer sent in an actual sample for evaluation. A visual inspection was performed to the set and the results were satisfactory. A functional test was applied to the sample in which the drop size delivery (drops/ml) was evaluated. The sample passed a slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. When the prime time, flow rate and re-prime was applied to the sample an occlusion was confirmed in the millipore filter. It is unknown what may have caused this reported condition. A batch review was performed and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
A customer reported to baxter product surveillance of an upstream occlusion alarm that occurred after 4 hours on a pump while performing an infusion on a patient with a clearlink system continu-flo solution set. The infusion was set at 100 ml per hour. The customer believes it was the set causing the issue and not the pump. The patient was connected to a colleague triple channel pump at first and then connected to a flogard 6201 pump. The line was not clamped, it was a continuous infusion via a right femoral line. There was no patient injury or medical intervention associated with this report. No additional information was available.